Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-00754 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00755 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure, the user tried to deploy the first clip. It was noticed that the clip was open but would not close. The clip deployed in an open position and fell inside the patient. The detached clip was retrieved. Another clip was opened and used; however, the same issue occurred. The detached second clip was also retrieved. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.